Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer lost consciousness, fell, and ¿bumped¿ their head. An ambulance services was called, however, the customer declined treatment and only required help getting back up from their fall by the ambulance team and their family members. A pump log review was performed, and the pump is functioning as intended.